Event description:
On 2/25/1998, during a meeting with the physician and facility's staff, the MFR's (MFR.) Sales representative was informed of the following: on 2/20/1998, the device catheter was noted to be torn. The device was replaced with another catalog number. The MFR's sales representative requested return of the device to the MFR. For analysis; however, the facility's risk mgr declined to release the device for evaluation. No further details were provided at this time.